Event description:
Approximately one month after treatment, the pt experienced redness, itchiness, swelling and induration at the treatment site of bovine collagen. The physician prescribed a medrol dose pack for the signs and symptoms.